Manufacturer narrative:
Evaluation summary: the analysis results found that the sdh25 device arrived in good visual condition and with the breakaway washer present, uncut and there were staples missing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The device was tested for functionality with a test washer. It fired and formed all the staples around the staple ring, as well as completely cut the test media and the breakaway washer without incident.

Event description:
It was reported by the affiliate that when the doctor opened the packaging, he found one of the staples had come off and another one was going to come off. Then he changed to another device to complete the or. There was no adverse patient consequence.